Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
On (B)(6) 2013, subject fell at home. On (B)(6) 2013, subject was transported to the ER and diagnosed with "blood infection" per daughter. Patient said it was strep b; patient was transferred to rehab. On (B)(6) 2013, discharged home with home health for antibiotics, the final diagnosis was sepsis secondary to group b streptococcus agalactiae and a urinary tract infection. This system remains actively implanted.